Manufacturer narrative:
The pt's medical history was received and evaluated. Co's conclusion remains the same- the implant is not believed to be the caused of failure.

Event description:
Implants were placed 4/9/97, sites 4 and 9. They failed and were removed 9/23/97. One person affected.